Event description:
It was reported that the patients spinal cord stimulator (scs) leads came off and the patient experienced a loss of stimulation. As a result, the patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six years from the date the manufacturer became aware of the event. Block d6b: explant date: 6 years ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 14049380 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 14049380 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-1132 serial number: (B)(6). Batch/lot number: 16985325 model/catalog description: precision spectra ipg kit unique identifier (UDI): (B)(4).